Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer's fse confirmed that the power led went off by vibration caused by button operation. The power switch overlay was replaced to fix this issue. No other abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) reported that the power leds (green, orange) turn off by contact failure. There was no patient involvement.